Event description:
The facility rep reported that the pump does not alarm when the syringe is empty. Info was not provided regarding whether or not the problem occurred during an infusion. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional info is available.

Manufacturer narrative:
The device has not been received for eval. When the results of an eval and/or more info become available, a follow-up report will be sent.